Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 550cc and experienced bilateral rupture. As a result, the patient underwent removal on (B)(6) 2017. This report is for the left side. This report contains supplemental information for mentor psr reference number (B)(4). On 9/12/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.